Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events wound dehiscence and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biofilm, infection, wound dehiscence.

Event description:
Patient reported left side " feeling excruciating pain and MRI revealed aggressive biofilm infection and my cultures were positive". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b7, h6.

Event description:
Patient reported left side " feeling excruciating pain and MRI revealed aggressive biofilm infection and my cultures were positive". Device has been explanted.